Manufacturer narrative:
The quality investigation is complete. Discarded by customer.

Event description:
It was reported that the patient sustained and burn from the grounding pad. It should be noted that the procedure was completed successfully, with no medical intervention or surgical delays. We have contacted the customer multiple times to get additional information but have not received a response to date.

Event description:
It was reported that the patient sustained and burn from the grounding pad. It should be noted that the procedure was completed successfully, with no medical intervention or surgical delays. We have contacted the customer multiple times to get additional information but have not received a response to date.

Manufacturer narrative:
H3 other text : discarded by customer.